Event description:
As reported: this was first deployment for physician. Manta failed because the physician pushed the blue lock advancement tube past resistance while allowing tension to lag under the desired green/yellow or red indicator. It was noted they saw pop was heard when the physician went past resistance with the lat and thought right away that he may have pushed the collagen into the artery. The cut down resulted in explanting the manta where they found it in the artery. The right side went fine with the 18f manta. Surgical cutdown was performed. Case completed with good result with cutdown.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an emergent evar, a 18f manta deployed successfully in the right common femoral artery. A 14f manta was planned for closure in the left common femoral artery. The left arteriotomy was 6.5mm with mild oblique calcification. Ultrasound was used to gain a centralized single front wall stick. No issues were encountered advancing or withdrawing the procedural sheaths. The 14f manta was deployed to the measured depth, however, the physician pushed the blue lock advancement tube beyond resistance while allowing the tension to lag under the recommended green/yellow/red indicator. The valve sales representative present noted he heard a pop when the physician went past the recommended resistance with the lock advancement tube and thought the physician pushed the collagen into the artery. Following deployment, bleeding was present, and the physician decided to do a surgical cut down, which revealed collagen inside the artery. Procedure requirements in the IFU indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. In step 5: deploy device and seal puncture: continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. Note: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg, stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring surgical repair, and/or endovascular intervention.